Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an un-specified coronary artery. Pre-dilatation was performed and the 3.5 x 15 mm xience prime stent delivery system (sds) was advanced and positioned; however, as the physician applied negative pressure on the sds balloon he noticed blood was aspirated. The sds balloon could not be inflated the stent could not be implanted, as there was a leak in the balloon. There was no resistance noted during advancement or removal of the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.